Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Patient presented with torturous iliac with 110 degree angulation (off-label use). Initial implant of 25mm bifurcated device, 28 mm aortic extension and boston scientific stent express ld stent in left iliac on (B)(6) 2012. On (B)(6) 2012, patient presented with claudication which occluded left iliac. Physician believes it was caused by tortuosity of the iliac. Occlusion was distal to the graft and not inside the graft. Graft on the left iliac was found to be functional. Femoral to femoral bypass from right iliac to left iliac distal to the kink was performed on (B)(6) 2012. Procedure was completed without any complications. Per the sales representative, patient tolerated the procedure well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Actual device not returned hence no device evaluation performed. Patient anatomy did not meet the criteria for indications for use ( off-label use). Use of device with iliac angle greater than 90 degrees is considered off-label per instructions for use. Patient presented with 110 degrees angle between the iliac which affected the effectiveness of the device.